Event description:
The event was reported via user facility mandatory medwatch # mw5150859 and mw5150860. The report stated: "during critical care, map 40, 8 medications infusing, 2 pumps alarmed at same time going into same line, resulting in requiring both pumps to be shut down and restarted. Event logs reviewed, e346 distal press snsr 2 alarm triggered. This patient ended up coding and dying. Although facility does not believe the pump is the cause of death, it could have impacted outcome of patient or could in a different scenario. Reported to vendor in september, no feedback to date. Reference report: #mw5150859.¿ the suspected medical device is an unspecified plum 360 infuser pump. There was patient involvement and patient death reported.

Manufacturer narrative:
The device(s) have not been returned for evaluation. Other investigation activities are pending.

Manufacturer narrative:
Multiple attempts were made to obtain the device for evaluation, however, no device was returned for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. A 12-month review could not be conducted, as no serial number was provided. Attempts were made to the customer for the service repair history, but no information was provided; event logs were not provided. In conclusion, since the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing were performed to determine if the device had a role in the adverse event.